Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set). This occurred during dwell cycle six of nine of peritoneal dialysis (pd) therapy. The technical services representative (tsr) assisted the patient in troubleshooting the alarm. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.